Manufacturer narrative:
Corrected data: b5 - cc4204a +22.5 diopter, intraocular lens "was loaded incorrectly, inserted and removed" from the patient's right eye (od). Claim#: (B)(4).

Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a c4204a, +22.5 diopter, intraocular lens "was loaded incorrectly, inserted and removed." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.